Event description:
It was reported that the procedure was to treat a moderately tortuous and mildly calcified 99% restenosed proximal left anterior descending artery. A 3.25 x 12 mm nc trek balloon catheter was advanced to the lesion and pressurized; however, soon after initiation of the first attempt to pressurize (1 atmosphere), the balloon ruptured. The catheter was removed and the procedure was completed with another 3.25 x 12 mm nc trek balloon catheter. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant medical products: guide wire: sion, guide cath: hyperion the device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported torn shaft was confirmed. Based on visual analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record revealed no non-conformances. A query of the complaint handling database revealed no other incidents for torn shaft reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.